Event description:
The surgeon, reported that whilst he was operating a gamma nail extraction, he noticed the threaded pin, which is to be inserted in the lag screwdriver, was flattened and distorted. The surgeon further reported that he couldn't get the nail extracted and he had to stop the surgery and to reschedule the patient surgery for the next day.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported in a supplemental report.